Event description:
A customer reported that during an anterior vitrectomy procedure, the vitreotome would not cut even though the system was fully operational. The vitreotome was exchanged but the same issue occurred. The case was completed with an alternate machine. There was no harm to the patient.

Manufacturer narrative:
A sample has been received and evaluation is in progress. One lot number was identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. A root cause has not yet been identified. (B)(4).